Event description:
It was reported that a patient underwent an exploratory laparotomy procedure on (B)(6) 2011 and suture was used. During the procedure, the tip of the needle broke off. The tip was later found and removed completely by the surgeon. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.